Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3164 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient underwent PICC placement at 11:59, (B)(6) 2020 due to decompensated period of cirrhosis, hemorrhagic anemia, hyperuricemia, decompensated period of chronic renal failure. At 01:19, (B)(6), redness, pain and bleeding were developed at the puncture site. The catheter was discontinued immediately. Hemostasis by compression was applied after catheter removal. At 01:35, bleeding was stopped, with the puncture site remaining red.